Event description:
At the recommendation of my primary physician, dr. (B)(6), whom I thought that I could trust, I purchased two (2) sculpsure treatments for (B)(6). The nodules have become larger and harder and are visible and felt with light touch. Dr. (B)(6) a highly regard plastic surgeon ¿said¿ they need to be individually and surgically removed. The doctor had said that she would administer the procedure; however, her nurse (B)(6) did most of it. Dr. (B)(6) told me that it would be a little uncomfortable. It was extremely painful (and I have had three children) she recommended I return in 6 months for second treatment / the fat nodules never went away and over time have become much larger. Although dr. (B)(6) notes state you need to ¿palpitate¿ deep, they are inside. Additionally, the cost of the plastic surgery and their refund of the sculpsure procedures are requested to be reimbursed to the patient, (B)(6). (B)(6).